Event description:
It was reported that a malfunction alarm occurred on the pump. Customer¿s blood glucose level was 470 mg/dl. Customer consumed water and exercise as a corrective measurement. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.